Event description:
A nurse reported that during the insertion of a capsular tension ring the surgeon noticed a defect causing a capsular tear. Additional information was provided that this was a complicated case. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the sample has not returned. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire has not been received. (B)(4).